Manufacturer narrative:
Based on the claim against the product by the customer noting an unspecified issue with the instrument. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to fail the clip test; due to misapplication of the clip. The instrument passed engagement and was able to retain the clip through engagement, but could not release from the clip in the bottom grip. The complaint regarding unknown failure was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. Failure analysis also found an additional observation not reported by site, but related to the primary failure: the instrument was found to have a bent grip and the tip does not align with the other grip. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g. The instrument passes engagement and is able to retain the clip through engagement, but cannot apply the clip). The probable root cause of severely bent grips with an offset = "0.05" is attributed to damage either during use or reprocessing. As severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This complaint is considered a reportable malfunction, due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported, that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier failed. There was no reported patient impact or harm. Intuitive surgical, inc. (Isi) has made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The medium-large clip applier instrument was found to have one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips.